Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6) 2011. During surgery it was discovered that the patient had a cholesteatoma. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.